Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a delayed detection of an episode of vt due to a rate smoothing (rs) program feature.